Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 16, 2014. Based on qa assessment, the product met specifications at the time of release. The operator¿s manual provides proper user guidance to set up the system correctly. Without any additional, related information, the cause of the reported events cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system displayed a system message and had insufficient irrigation during a procedure. The patient experienced a collapse of the eye. The surgery was completed. Additional information has been requested but none has been received.